Event description:
Physician observed particles suspended in the solution while instilling the product into the patient's eye. The product was immediately removed. A second syringe of vitrax was then instilled with no complications.